Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it is reported that a uss system was implanted on an unknown date. The system failed after a few days, due to two rods bending. There was a loss of correction of 40 degrees. No further information is available at this time. This report is for an unknown uss rod. This is 2 of 2 reports for this event.